Manufacturer narrative:
Additional information: date of event: on 1/15/2018 information was received that confirms the date of event was (B)(6) 2017.

Manufacturer narrative:
Investigation: device history record review ¿ a review of the device history record was completed for batch # 6179829. Assembled syringes ¿ there were one (1) batches of material# 700005653 (syringe 0.3ml asm 31g 8mm tw sm700179 sc) that went into the packaged batch# 6179829,. Batch#: 6214925, date(s) of manufacture: 10aug2016 thru 12aud2016, machine(s) produced on: jz, jx, jw. There were one (1) notifications [(B)(4)] noted during the production of this finished batch that did not pertain to the issue. A sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that foreign matter, described as ¿liquid¿, was in the bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16", noticed before use. No report of medical intervention or serious injury.